Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient who underwent primary breast reconstruction surgery with a 490cc mentor smooth high profile memorygel breast implant (right) and a 190cc mentor smooth moderate plus profile memorygel breast implant (left) experienced hair loss, chronic fatigue, geographic tongue, joints are aching, chronic brain frog and chronic information, bad vision, diagnosed with children syndrome, muscle weakness, vertigo, insomnia, pain on the side of neck, pain on the scapula, lupus disease and a couple of lymph nodes the size of quarter under armpit post procedure. The mentioned complications have not been confirmed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis. See 1645337-2019-20763 for contralateral prosthesis report.